Event description:
The patient had the hraim placed in the computerized tomography (CT) room and the patient was returned to the theatre. The patient, with bur holes in their head, was on the surgical table. The crw precision arc system seized up while in use during surgery. The product did not operate properly, specifically, the arc did not slide smoothly in all planes. The trunion rings were nearly impossible to slide onto the fittings. On occasion, it would slide into position with ease and then the next time, one will slide and the other side would jam. If the trunion ring locked, it would be impossible to unlock and change the setting. The entire trunion from the frame would have to be removed and then the trunion screw would release automatically. The screws on the vertical slide would occasionally lock so tight and then become nearly impossible to unlock. If the arc base plate was wiggled diagonally, it would sometimes release the screw. The guide block was difficult to slide along transverse arc. The surgeon struggled to move the parts and get the coordinates registered. The procedure had to be aborted post CT scan. No patient injury was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.